Manufacturer narrative:
The device subject of the reported event was returned to hu-friedy for evaluation. Evaluation found that the breakage may be due to dropped, or misused insert. The reprocessing of hu-friedy dental hand instruments and accessories states "inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not use damaged instruments.".

Event description:
The user facility reported that during a dental cleaning procedure the tip of ultrasonic insert detached from the handpiece and it split the patient lip.

Manufacturer narrative:
The device subject of the reported event wasn't returned to hu-friedy for evaluation. The device history record for the subject lot was reviewed and no abnormalities were noted.